Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient¿s condition reportedly continued to worsen including cardiogenic shock, hypoxemia, heart failure, volume overload, and hyponatremia. However, the patient¿s infection reportedly resolved on (B)(6) 2020. The patient ultimately expired on (B)(6) 2020 after suffering from cardiogenic shock secondary to pump thrombosis and the pump being turned off.

Manufacturer narrative:
Manufacturing analysis conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images of the thrombus were provided and the device was not returned. Additionally, continuous low flow alarms were confirmed through the analysis of the submitted log files; however, a specific cause for the alarms and a direct correlation to the suspected pump thrombosis could not be conclusively established. Furthermore, a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 lvas could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2020. This log file captured continuous low flow hazard alarms throughout the entirety of the log file, associated with calculated flow ranging from 1.4-1.8 lpm. The submitted controller periodic log file contained data from 15mar2020 through 26mar2020 and appeared to capture calculated flow decreasing over time from 4.0-5.0 lpm at the beginning of the log file to 1.0-2.0 lpm on (B)(6) 2020. Low flow values were also captured in the submitted lvad log files on (B)(6) 2020 and (B)(6) 2020. The heartmate 3 lvas IFU lists pump thrombosis, renal dysfunction, and localized infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device as well as provides care instructions for preventing infection. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them.

Manufacturer narrative:
Section h1: correction (report type). Section h6: correction - patient code for death omitted from previous reports; correction - electrolyte imbalance omitted from previous reports (hyponatremia). Section d11: correction - concomitant product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized due to persistent low flow alarms of unknown etiology. During admission, the patient became clinically unstable. The site suspected pump thrombosis. A clinical work-up was preformed. Cta noted possible pneumonia in the right middle lobe. A CT on (B)(6) 2020 that showed a total occlusion of the outflow graft without a twist. On (B)(6) 2020, the pump was turned off and the patient started multiple inotropes. The patient condition continued to deteriorate and experienced cardiogenic shock on (B)(6) 2020. A intra-aortic balloon pump (iabp) was placed on (B)(6) 2020. The site reported worsening heart failure and volume overload. The patient required increased oxygen demand. The patient experienced hyponatremia due to volume overload. The patient denied a pump exchange and was discharged on epi and milrinone drips. The patient was discharged to hospice. On (B)(6) 2020, the patient experienced acute kidney injury and hypoxemia. No further information was reported. Related manufacturer's report number: 2916596-2020-02145.

Manufacturer narrative:
Section b2: correction - death, date of death. Section d6: correction - implant date. No further information was provided. The manufacturer is closing the file on this event.